Event description:
The manufacturer received information alleging an issue related to the CPAP device's sound abatement foam. The device was returned and particle contamination on top and bottom enclosures and rear panel - black dirt/dust was observed during device evaluation. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported incorrect information alleging an issue related to the CPAP device's sound abatement foam. The device was returned and particle contamination on top and bottom enclosures and rear panel - black dirt/dust was observed during device evaluation. There was no report of patient harm or injury.this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058. Section b5 should have been reported as: a CPAP was returned to the manufacturer for service. There was no patient harm or injury reported. During the evaluation of the device at the manufacturer's service center, particle contamination was observed in the in top and bottom enclosures. The unit was scrapped. Section e. 1 was incorrectly reported in previous report, which is now updated in this follow-up report.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-11072-1 with incorrect information in section b2 as death. After review, it was determined that this was incorrectly selected in section b2. Nothing such has occured to the patient.